Event description:
Event description boston scientific received information that the physician following the patient with this pacing system reported a fractured pacer wire and the device was not functioning.